Event description:
It was reported that the patient had a pump implanted and experienced spinal meningitis. The patient's pump and catheter were both explanted. The patient desired another pump implant. She has been without an implanted pump device for three years. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).